Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent a hernia repair procedure on (B)(6) 2013 and mesh was implanted. The patient underwent second hernia procedure on (B)(6) 2015 and mesh was implanted. It was reported the patient experienced an undisclosed adverse event. Second procedure is captured under a separate file. No additional information was provided.

Manufacturer narrative:
Date sent to FDA: 7/15/2019. Patient codes: 1695,1930,2240,3189 - surgical intervention. Additional narrative: it was reported that the patient underwent a mesh removal with new implant on (B)(6) 2015 due to recurrent hernia, adhesions and infections. In addition, a review of the manufacturing records was performed and indicates that there were no quality concerns associated with the manufacturing process.